Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.25mmx12mm promus premier¿ stent delivery system (sds) was selected; however it was noted that the stent came off the delivery system. The stent was retrieved and the procedure was completed. No further patient complications were reported and the patient's status was fine.